Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is placing the implant too deep, possibly due to poor imaging because of the patient's abnormal sacral anatomy.

Event description:
The patient had left side si joint arthrodesis in(B)(6) 2017 where four implants were placed. The patient has abnormal sacral anatomy that made intraoperative imaging of the si joint difficult. The patient complained of leg numbness immediately following the procedure. The surgeon determined that the second implant had breached the neuroforamen. Two days after the initial procedure, the surgeon performed a revision surgery where he backed out the second implant one centimeter to alleviate the nerve impingement. The status of the patient following the revision procedure is not known.